Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had pain in the left subclavian region. The device and leads were removed due to this pain. The system was replaced. No further patient complications were reported as a result of this event.